Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) lens is broken. Analysis also found the battery contacts are compressed, ring is bent, and lcd display is damaged (bleeding). The upper case, lower case, and one side bail cover are broken. (B)(4).

Event description:
It was reported the device was dropped and the screen is cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.